Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported when the 67-year-old male patient was on impella 5.5 support and there was purge fluid leaking from the junction of the red plug and grey rubber seal on the catheter side. Bone wax was attempted. Staff is ready to replace the impella if the pump fails. Support continued and staff monitored. There was no reported patient harm.

Manufacturer narrative:
The investigation of purge leak - pump has been completed. The product was returned and there were no external damage or abnormalities were found on the returned pump. There was dried dextrose on the catheter and around the red handle. The pump was purged and purge pressure low alarms were reproduced. The red handle was opened, and purge fluid was observed to be leaking into the handle from the catheter. A small hole was observed in the purge lumen proximal to the motor housing after stripping the catheter and there was no evidence of use-related issues. Therefore, it was concluded that the cause of the purge leak was damaged purge tubing stemming from manufacturing. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2024-19869.